Manufacturer narrative:
Date of event: 2017. Additional suspect medical device components involved in the event: model #: sc-2218-70 serial #: (B)(4), description: linear st lead, 70 cm. Model #: sc-4316, lot #: 20312001, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the ipg, leads and clik anchors revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient had developed an infection. The patient underwent an explant procedure. No further information could be obtained.